Event description:
During a periodic review of the programming history database, high impedance was shown on a system diagnostic test. No additional or relevant information has been received to date. No known surgical intervention has occurred to date.